Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, with review indicating missed meal announcements and inconsistent continuous glucose monitor (cgm) availability that led the pump to respond after glucose rose rather than preventing post-meal spikes. Symptoms included hyperglycemia peaking at 391 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews with the reporter and analysis of information provided by the user, focused on user interface interactions and reported use patterns. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions regarding meal announcements and reliable cgm use. It was concluded, based on previously established findings for similar reports, that the cause was an unintended use error.